Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving dilaudid (hydromorphone) with concentration 10,000 mcg/ml at a dose rate of 999 mcg/day via an implantable pump for spinal pain and failed back surgery syndrome. It was reported that the patient was in the emergency room showing signs of oversedation and the hcp wanted to have the pump interrogated. It was further reported that the patient was in a hospital and was unresponsive. The patient's managing physician was notified and had requested that a manufacturer representative assist the on call physician to decrease the pump dose by 20%. The on call physician decreased the pump flow rate by 20%. The dose rate of dilaudid was decreased from 999 mcg/day to 797 mcg/day. The cause of the issue was noted as having been unknown. No surgical intervention had occurred. It was unknown if surgical intervention was planned. It was unknown if the event resolved as of (B)(6) 2016. Other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.